Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Unit received with scratched case, cracked keypad overlay, missing display window cover, broken belt clip rails and pillowing keypad overlay. The p-cap does lock properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic stated that the insulin pump had damage on the rail of belt clip. No harm was required during medical intervention. The insulin pump will be returned for analysis.